Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6 visual examination of the provided photograph identified the pointed end of the trocar is fractured. The fractured bit is pictured with debris and the fracture surface is not pictured. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the surgeon was placing accuport delivery cannula in talus bone when the tip of the side-delivery accuport cannula broke off in the talus. Subsequently, the surgeon used a coring reamer to widen the entry hole of the talus and then removed the broken tip with a grasper/clamp. The surgeon completed the intended procedure after the accuport tip was retrieved. Attempts have been made and no further information has been provided.